Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident and the current blood glucose was 123 mg/dl. Customer stated that the other blood glucose value was 115 mg/dl, 77 mg/dl, 241 mg/dl, 222 mg/dl. Customer did not allege insulin pump was over delivering. The customer was assisted with troubleshooting. The insulin pump will not be returned device for analysis.